Event description:
It was reported that the port was implanted in the right subclavian for chemo infusion. Chemo was administered four times uneventfully. During the fifth treatment, the patient felt pain. Investigation revealed that the catheter had separated from the port and migrated to the right atrium. The catheter was removed in the cath lab and there were no further complications.